Event description:
It was reported that, following a lead revision, the patient was unable to successfully recharge their device. The reason for and details of the lead revision procedure were not reported. The patient felt the device was tilted in the pocket. On (B)(6) 2012, x-ray determined the patient's battery was flipped, and the device was surgically turned around the correct way. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported/clarified that the procedure was just a battery revision, as it had either flipped or was put in flipped. The lead was "nicked" with cautery during the procedure so it was replaced with a new one and was not going to be returned to the manufacturer. Impedances showed that the system was intact and the patient was getting good coverage immediately post-op. Approximately 1 month ago, the patient started complaining that stimulation was not cutting his pain. The manufacturer representative met and adjusted the patient at that time and had not heard back from the patient since that adjustment.

Manufacturer narrative:
Product ID 39565-65 lot# serial# (B)(4) implanted: (B)(6) 2012 explanted:; product typ lead product ID 39565-65 lot# serial# (B)(4) implanted: explanted:; product typ lead product ID 37752 lot# serial# (B)(4) implanted: explanted:; product typ recharger product ID 37743 lot# serial# (B)(4) implanted: explanted:; product typ programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)